Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the trial period, the patient was experiencing muscle cramps on the left side and went to the emergency room (ER). The patient was prescribed antibiotics due to suspected infection near the incision site wherein there was increasing pain. Then, the patient saw the trialing physician and had her leads pulled out. The physician confirmed that patients symptoms were not device or procedure related. The physician also denied the presence of infection but advised the patient to finish the course of antibiotics. The patient was reportedly doing well.